Event description:
It was reported that the pump showed motor stalls starting the day prior to the report and it kept stalling. The health care provider (hcp) thought he got the pump to restart but it was showing that it had stalled again. The patient was in the intensive care unit (ICU) per hospital policy for anyone on a high dose of opioids it wasn¿t believed that the patient was having any withdrawal symptoms. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Event description:
Additional information later received reported that the patient had gone to the ER (emergency room) when the motor stall occurred and that the healthcare provider had never seen a motor stall happen before.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 information was received from a consumer indicating their pump had failed. They had gone into convulsions and were in the hospital for a week.